Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Specific actions for this failure mode are being managed and documented in the maquet CAPA system. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, while loading the heartstring iii, there was an issue with the safety lock and in maneuvering it the device accidently deployed. A replacement device was used to complete the procedure. The hosp did not report any pt effects.